Event description:
Same case as MDR ID: 2134265-2013-07585. It was reported that a guide wire detachment occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotalink plus with a 330cm rotawire were selected for use in the percutaneous transluminal coronary rotational atherectomy procedure. During platform testing, while still outside of the patient, the rotawire became detached. A new rotawire was placed; however, the rotalink was not able to load on the new rotawire. Subsequently, the rotalink was then exchanged with another of the same device and the procedure was completed. There were no patient complications reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2013-07585. It was reported that a guide wire detachment occurred. The 90% stenosed target lesion was located in a mildly tortuous and severely calcified left anterior descending (lad) artery. A 1.25mm rotalink plus with a 330cm rotawire were selected for use in the percutaneous transluminal coronary rotational atherectomy procedure. During platform testing, while still outside of the patient, the rotawire became detached. A new rotawire was placed; however, the rotalink was not able to load on the new rotawire. Subsequently, the rotalink was then exchanged with another of the same device and the procedure was completed. There were no patient complications reported and the patient's condition is good.